Event description:
It was reported that when the external pulse generator (epg) was being used on a patient, the rate changed without any user interaction. Initially, the rate on the epg was set to 100 bpm, then it jumped to 80 bpm without any user interaction. The user then unlocked the device and set the rate back to 100 bpm, the rate then jumped to 60 bpm, again without user interaction. The user discontinued the use of the device at this point. Caller stated the battery was replaced ten days prior to the incident. It was recommended by technical services to return the device for repair. The device was later returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported that when the external pulse generator (epg) was being used on a patient, the rate changed without any user interaction. Initially, the rate on the epg was set to 100 bpm, then it jumped to 80 bpm without any user interaction. The user then unlocked the device and set the rate back to 100 bpm, the rate then jumped to 60 bpm, again without user interaction. The user discontinued the use of the device at this point. Caller stated the battery was replaced ten days prior to the incident. It was recommended by technical services to return the device for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event. Long term testing revealed no anomalies.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).